Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device history revealed that impedance measurements were >2000 ohms for the rv and >3000 ohms measurements for the lv were recorded on (B)(6) 2010, the date of explant. The atrial and shock channels recorded normal impedances. Manual pacing lead impedances were performed and all measurements were within specifications. A lead was inserted into each of the ports and each setscrew was tested. The lead was secure in the header with each setscrew. All sealplugs were intact and all setscrews moved freely and there were not obstructions in any of the ports. The device passed automated production tests that verified the lead impedance circuitry, pacing, sensing, and defibrillation functions. Analysis has confirmed that no issue was found with the device. All setscrews moved freely, impedances were normal, leads were inserted and secured in all ports, and the device passed electrical testing.

Event description:
Boston scientific crm received information that during a follow up visit; this cardiac resynchronization therapy defibrillator exhibited loss of capture on both the left and right ventricular channels. In addition, right ventricular impedances were greater than 2000 ohms and the left ventricular impedances were greater than 3000 ohms. A revision procedure was performed as lead fractures were suspected; however, the lead parameters were found to be satisfactory on all three leads. The leads were then reconnected to the device; however, loss of capture and the high impedances were observed again. A device malfunction was then suspected. The device was removed, replaced, and returned for analysis. Immediately after connecting the new device to the leads all measurements were within normal range and all other parameters were found to be satisfactory. No adverse patient effects were reported.